Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was shutting down due to the batteries not holding a charge. To resolve the reported issue, the motion batteries and charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries and charger have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would shut down without prompt from the user when in standalone mode. It was reported that the motion batteries were not receiving power. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The motion battery charger board was returned to the manufacturer for analysis. Analysis found that visual inspection revealed that all leds illuminate and board had a capacitor leaking. When the board was installed in an imaging system, the system readied and charged as expected. No battery errors or unexpected power down while testing. No fault found.